Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "impossible to remove the swg after placing the catheter. Need to remove the entire device. Swg pierced through the catheter. The incident caused a new catheterization on a new insertion site on female patient with another device. Delay in treatment". The returned device proved to be kinked.

Event description:
It was reported that: "impossible to remove the swg after placing the catheter. Need to remove the entire device. Swg pierced through the catheter. The incident caused a new catheterization on a new insertion site on female patient with another device. Delay in treatment". The returned device proved to be kinked.

Manufacturer narrative:
(B)(4). The customer returned one, opened sac kit for analysis. The guide wire was returned lodged inside the catheter body. Signs of use in the form of biological material were observed on the guide wire and inside the catheter. Kinking on the guide wire was visible from inside the catheter and directly adjacent to the extension line luer hub. Microscopic examination confirmed the kinking on the guide wire and revealed that the distal and proximal welds were full and spherical. Further analysis also revealed that the catheter tip was widened and slightly folded inward. The kinking on the guide wire likely contributed to this damage. The kinks on the guide wire measured 50mm and 189mm from the distal tip. The guide wire length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. The catheter body length measured 83mm, which is within the specification limits of 82mm-86mm per the catheter product drawing. The catheter inner diameter at the distal tip could not be accurately measured due to the damage. The guide wire was removed from the catheter with minor difficulty. Congealed biological material was observed on the guide wire surface. The biomaterial was removed and the guide wire was reinserted. All functional sections were able to pass through the catheter; however, resistance was encountered at the location of the kinks. Performed per IFU statement, " thread tip of catheter over guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The IFU also states , "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of kinked guide wire due to catheter resistance was confirmed through complaint investigation of the returned sample. Visible analysis revealed that the guide wire was kinked in two locations. After removal from the catheter, congealed biological material was observed on the guide wire surface. This biological material was removed, and all functional sections of the guide wire were able to pass with little to no difficulty; however, resistance was encountered at the locations of the kinking. Despite the damage, the catheter and the guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.